Manufacturer narrative:
Consumer reported this was the first time using the product and instructions were followed. Consumer reported her left eye burned after use. Consumer reported pouring the solution out and it made the toothpaste in the sink bubble. Consumer tried to insert a new lens and her eye became red and was still stinging. The next day, consumer still experienced burning and vision was fuzzy. There was no report of medical treatment associated with the experience. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema. The symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The product was not returned and the lot number was not reported.

Event description:
Consumer reported this was the first time using the product and instructions were followed. Consumer reported her left eye burned after use. Consumer reported pouring the solution out and it made the toothpaste in the sink bubble. Consumer tried to insert a new lens and her eye became red and was still stinging. The next day, consumer still experienced burning and vision was fuzzy. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.